Event description:
The reporter claimed that her blood glucose elevated to 300-600 mg/dl while her insulin dispensing site had scare tissue. At the time of concern, the animas insulin pump displayed alarms. Her blood glucose was corrected with the animas pump after the patient to change her insulin site. During troubleshooting, the animas representative concluded that the alarm was not related to the high blood glucose after reviewing the history. The animas representative instructed the patient to correct the scare tissue with site rotation when her blood glucose began to elevate. The issue was resolved with troubleshooting. With the correction in site, the patient's blood glucose of 235 mg/dl was within target. There were no symptoms at the time of concern. There was no evidence that the animas product malfunctioned. This complaint is being reported because the patient reportedly was hyperglycemic while she managed her blood glucose with the animas insulin pump.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.